Manufacturer narrative:
Follow-up # 1 date of submission 2/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 1/29/2016 with the following findings: a review of the pump black box data showed unexplained pump reboots. During visual inspection of the pump, it was observed that the battery compartment was cracked on the side from the threads to the cover. It was also observed that the returned battery cap had stripped threads and was unable to fully attach to the pump; the pump reboots were duplicated with the returned battery cap. A new test battery cap was used during the investigation and it was able to carefully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated with the test battery cap during this time. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked, the user was unable to tighten the battery cap and there was intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.